Event description:
It was reported that the lead had shown some oversensing and an increased number of short intervals as well as noise. The lead integrity alert had been triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 15 - ventricular nst<=210 ms between (B)(4) 2012 19:07:32 and (B)(4) 2012 14:55:31. One - vf=210 ms average v-cycle on (B)(4) 2011 09:38:41.